Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital (B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in the form of a pinhole after being inflated once. The device was removed using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was good after the procedure.